Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool smarttouch sf and a smartablate and irrigation was not properly flowing during the procedure. It was initially reported by the customer that the temperature reading displayed on the ngen monitor was rising when coming on ablation. The caller stated that it was noticed that when inspecting the catheter and irrigation tubing that the stopcock was broken off of the catheter. The irrigation tubing and catheter were replaced. The procedure continued with no further issues. There was no patient consequence. The customer's reported high temperature and broken ¿stopcock¿ of the catheter are not considered to be MDR reportable issues since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote. On 14-apr-2025, additional information was received indicating there was an issue with irrigation not properly flowing because the stopcock had broken off the catheter from the tubing. Therefore, there was not enough irrigation flow. Other information received indicated there was no damage on the tubing, but the port was broken that connects to the thermocool smarttouch sf. The maximum temperature cutoff was exceeded and the system stopped ablation. Based on the additional information received which confirmed an irrigation issue while devices were in use on the patient, the event was reassessed as an MDR reportable malfunction.